Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. The customer was treated for high blood glucose with insulin pump. The customer was advised the 2 high blood glucose rule. The customer's mother declined the high pressure test. The customer was advised to monitor pump . The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer was treated with orange juice. The customer was assisted in performing displacement test and passed. The customer was advised to monitor the insulin pump. The customer was advised that the device is working properly.